Event description:
This (B)(6) yo male presented for extraction of cardiac leads x 3 due to cied system/pocket infection. A spectranetics glidelight laser sheath was used during the procedure. After extraction of the rv lead, hemodynamic changes were noted. Tee was performed and an effusion was seen. A sternotomy was performed to repair a 5mm tear in the svc. The patient survived the procedure.